Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: no material was returned for investigation, no investigation possible for all article 400.835 as there was no material available, this investigation is for information only. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that three (3) screws broke during an implantation procedure on (B)(6) 2015. There are no reports of patient harm or surgical time delay. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. The screw(s) broke intra-operatively and were not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.